Event description:
This unsolicited case from (B)(6) was received on 11- apr-2017 from the pharmacist. This case concerns a female patient with unspecified age who started treatment with synvisc one and after 1 day of starting treatment experienced inflammatory reaction and after unknown latency experienced amyotrophy with important loss of quadriceps muscular face and hydroarthrosis was punctured the patient's past drugs, medical history, concurrent condition and concomitant medications were not reported. "On an unknown date in 2017, the patient initiated treatment with intra-articular synvisc one injection, once, with batch/lot number: 6rsl022z and expiration date: may-2019 (indication: not provided). Since the next day, on an unknown date in 2017, after injection the patient experienced inflammatory reaction with important edema and pain. On an unknown date in 2017, after unknown latency, hydro-arthrosis was punctured. It was reported that arthritis was aseptic and bacteriological results were negative. Further reported, the patient was hospitalized during 4 days and had functional impotence during 3 weeks. Also, on an unknown date in 2017, after unknown latency, the patient presented amyotrophy with important loss of quadriceps muscular face. The patient who was a professional sport-woman had a sick leave since (B)(6) 2017." Corrective treatment: puncture for hydroarthrosis was punctured and not reported for rest of the events. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated and the results were pending for the same. Seriousness criteria: hospitalization or prolongation and disability for inflammatory reaction and amyotrophy with important loss of quadriceps muscular face. (B)(4) imputability: (B)(4) for inflammatory reaction and (B)(4) for amyotrophy with important loss of quadriceps muscular face. Pharmacovigilance comment: sanofi company comment dated 17-apr-2017: this case concerns a patient who received treatment with synvisc one and was later hospitalized due to inflammatory reaction with important edema and pain and also presented amyotrophy. As per reported clinical course and plausible temporal relationship causal role of suspect product cannot be denied in occurrence of the events. Furthermore, due to lack of information regarding patient medical history, concurrent conditions and past drugs complete medical assessment of the case is difficult.

Event description:
This unsolicited case from (B)(6) was received on 11- apr-2017 from the pharmacist. This case concerns a female patient with unspecified age who started treatment with synvisc one and after 1 day of starting treatment experienced inflammatory reaction and after unknown latency experienced amyotrophy with important loss of quadriceps muscular face and hydroarthrosis was punctured. The patient's past drugs, medical history, concurrent condition and concomitant medications were not reported. On an unknown date in 2017, the patient initiated treatment with intra-articular synvisc one injection, once, with batch/lot number: 6rsl022z and expiration date: may-2019 (indication: not provided). Since the next day, on an unknown date in 2017, after injection the patient experienced inflammatory reaction with important edema and pain. On an unknown date in 2017, after unknown latency, hydro-arthrosis was punctured. It was reported that arthritis was aseptic and bacteriological results were negative. Further reported, the patient was hospitalized during 4 days and had functional impotence during 3 weeks. Also, on an unknown date in 2017, after unknown latency, the patient presented amyotrophy with important loss of quadriceps muscular face. The patient who was a professional sport-woman had a sick leave since (B)(6) 2017. Corrective treatment: puncture for hydroarthrosis was punctured and not reported for rest of the events. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 6rsl022z expiration date (05/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 6rsl002z no CAPA was required. (B)(4) continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. (B)(4) would continue to monitor complaints as to determine if a CAPA was required. Seriousness criteria: hospitalization or prolongation and disability for inflammatory reaction and amyotrophy with important loss of quadriceps muscular face. (B)(4) imputability: c1s1b3 for inflammatory reaction and c1s1b1 for amyotrophy with important loss of quadriceps muscular face. Additional information was received on 12-apr-2017. Ptc results were added and text amended accordingly. Pharmacovigilance comment: (B)(4) comment dated 12-apr-2017: the follow up information received dose not change previous case assessment. (B)(4) comment dated 17-apr-2017: this case concerns a patient who received treatment with synvisc one and was later hospitalized due to inflammatory reaction with important edema and pain and also presented amyotrophy. As per reported clinical course and plausible temporal relationship causal role of suspect product cannot be denied in occurrence of the events. Furthermore, due to lack of information regarding patient medical history, concurrent conditions and past drugs complete medical assessment of the case is difficult.